Event description:
The reporter stated an aq2010v silicone three piece lens was implanted and eight days later the pt began to notice crescent arcs and ghosting. Additional info has been requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
(Crescent arcs), (ghosting), results: a lens work order search was performed and no similar complaint was found.